Event description:
Narrative: during a coronary angiogram, air was injected into the pt's right coronary artery. The pt experienced chest pain, st segment elevation, abnormal heart rhythm, and nausea. The pt was hospitalized and recovered the following day, (B)(6) 2012. (B)(4).

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, was returned to acist on (B)(4) 2012 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the user facility; therefore, no analysis could be made of those items. Acist requested a copy of the cine-angiogram but the hospital elected not to provide this to acist. There is no evidence of device malfunction based on the data from analysis of the injector; however, no definite conclusion can be made as to the cause of the event. This report is closed.